Event description:
Upon pt connection, the chambers (mostly the arterial but some of the venous) filled with foam. A syringe was used to pull the foam from the chambers. The machine was restarted and the chambers filled an additional two times with the same procedure followed. It was than noted that air had passed the "uabd" and had travelled up to the pt. There was no pt injury or medical intervention.